Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2018-06042. Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma-late, and lymphoma.

Event description:
Healthcare professional reported "recurrent episodes of seroma, large-volume repeat seromas, voluminous net collection, breast swelling and unswollen, the implants have turned capsular contracture baker grade ii, thick capsule, capsular contracture baker grade iii". Healthcare professional later reported "capsular contracture baker grade IV". Healthcare professional later reported "late seroma, capsular contracture, hardening, axillary lymph nodes, small lymph nodes in the axillary regions, suspected cancer bia-alcl, increase in breast volume, apparent asymmetry and microcalcifications". Healthcare professional later reported "capsular contracture baker grade IV, displacement and asymmetry". This record is for the right side. Device remains implanted. No biomarkers had been provided. Patient received diprospam as treatment.